Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported emergency room visit and loss of consciousness. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Legal guardian (lg) reported that the patient had been wearing the pod on the skin for between 5 and 24 hours. On february 23, 2026, the patient did not deliver a meal bolus at school, resulting in elevated blood glucose (bg) levels. During an exam, the patient became very sleepy and was taken to accident and emergency (a&e) room. Upon review of the controller and sensor, lg observed a bg reading of 17 mmol/l (306 mg/dl), while a nurse¿s finger-prick test showed 12 mmol/l (216 mg/dl), leading the healthcare professional (hcp) to note a discrepancy between the readings. Due to this discrepancy and concern that the patient might still be receiving insulin, the hcp removed both the pod and sensor. A new pod and sensor were applied, and the hcp administered a correction bolus using the pod while monitoring the patient¿s bg levels. Lg stated that the cannula appeared normal and that the patient had experienced significant sleepiness and nausea. Lg also confirmed that no dexcom calibration had been performed that day. The patient remained in a&e for over five hours. No specific diagnosis related to the event was provided.

Manufacturer narrative:
No evidence of a meal bolus or abnormal pulse delivery was identified in the patient history buffer. Due to the absence of the returned controller and logs, the user¿device interaction could not be analysed. Hence, the root cause of the reported meal bolus delivered without command could not be determined from the data available. No issues were found regarding the pod. Inspection of the download data and patient history buffer data showed no issues. No timeouts or drive stalls were observed. The automate glucose control algorithm was able to adapt accordingly to the glucose values and user input. Because of the unavailability of the sensor data, it could not be confirmed whether the continuous glucose monitor (cgm) was giving incorrect values.